Event description:
The pt reported experiencing elevated blood glucose of 25-28 mmol/l (450-540 mg/dl) since 2009. Her normal blood glucose level is 3.5-12mmol/l (63-216 mg/dl). For about five days, she changed her infusion set several times and she then switched to her backup infusion device and her blood glucose lowered to 10 mmol/l (180 mg/dl). No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.